Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Original evar was performed on (B)(6) 2015. On deployment, the main body was placed approx. 10-15 mm lower than originally planned and therefore the final position of the stent graft was 20-25 mm below the lower (distal) renal artery. The procedure was successfully completed with no endoleaks. During a follow up scan performed at a different hospital (on an unknown date), the angiography revealed a type 1a endoleak. A re-intervention was performed on 04 aug 2016 where an endurant cuff (28 mm / 49 mm, medtronic (B)(4).) And an excluder proximal cuff (diameter: 28.5 mm x 33 mm, w. L. Gore & associates) were implanted to resolve the type 1a endoleak. The aneurysm has been excluded and the device remains within the patient. Device remains within the patient.

Event description:
Original evar was performed on (B)(6) 2015. Due to the high angulation between the left and right renal arteries (140°), the physician planned to place the main body stent graft 10 mm below the lower (distal) renal artery. On deployment, the main body was placed approx. 10-15 mm lower than originally planned and therefore the final position of the stent graft was 20-25 mm below the lower (distal) renal artery. The final angiography revealed no endoleaks at that time. A follow up angiography (on an unknown date) revealed a type ia endoleak. On (B)(6) 2016, a re-intervention to treat type ia endoleak was performed. An endurant cuff (28 mm / 49 mm, medtronic (B)(4)) and an excluder proximal cuff (diameter: 28.5 mm x 33 mm, w. L. Gore & associates) were additionally placed. The type ia endoleak was resolved.